Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced sweating and lost of consciousness. When the spouse took a fingerstick the cgm reading was 8.0 mmol/l and the blood glucose reading was 1.5 mmol/l. An ambulance was called. The patient would have been unconscious for between 30 to 45 minutes. When a fingerstick was taken by the paramedics the blood glucose reading was 1.5 mmol/l. The patient was treated with a glucagon injection and was given a snack. The paramedics left when the blood glucose reading was 4.0 mmol/l. No further treatment was reported to be needed. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.